Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicates that preliminary review of the logs noted an error code ¿arm failure with possible motion-sra validation¿ which displays the error message "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm" and error code ¿arm failure: ra motor state¿ which displays the error message "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm". These errors could be generated by an excessive force applied on robotic arm joint 5 (ra-j5). It can be seen from the logs that in both cases, the sterile interface module (sim) was connected and recognized by the arms a few moments later, so it's possible that too much force was applied to the instrument drive unit (idu) while inserting the sim. The arm was able to calibrate afterwards and there were no issues during the surgery. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a cystectomy, while attaching the sterile interface module (sim) to the instrument drive unit (idu), the arm cart assembly (aca) triggered a non-recoverable error. After the aca was restarted and calibrated, another non-recoverable error was triggered. The issue was resolved after restarting and calibrating the aca a second time, ensuring that no blue buttons were pressed on the aca during the process. There was no patient involvement.